Event description:
It was reported that during a cryo ablation procedure, while manipulating the sheath an audible pop was heard. The sheath could not be deflected using the bi-directional knob. The pulsed field ablation catheter was removed using imaging in order to replace the sheath to resolve the issue. After the case, the sheath was inspected and it was noted that the steerable knob had become dislodged and visible crack at the hub of the sheath. Upon further inspection the primary deflection of the sheath could not deflect properly. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012428181 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The functional testing was performed and indicated that the knob was non-functional; it produced a steering noise when rotated. X-ray imaging confirmed that the pull wire was broken, which likely caused the reported issue. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. The performance test with the uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.294 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0523 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.